Manufacturer narrative:
The following functional tests and communication were performed: a philips fse (field service engineer) visited onsite and unable to confirm the reported issue. A fse tested the monitor with pronk simulator and confirmed that device alarmed as it should. A philips product support engineer (pse) evaluated the audit log and determined that: the audit log for bed r3 b5 between 13:15 and 15:46 on march 28, 2024. There were several spo2 alarms generated prior to 15:00, e.g. Spo2 52 <90 generated at 13:12:34. Desat 75 < 83 generated at 13:13:37. Spo2 87 <90 generated at 14:18:04. Around 15:00 a series of technical alarms (inops) were announced. According to the IFU (chapter alarms),¿ inops are technical alarms, they indicate that the monitor cannot measure or detect alarm conditions reliably. If an inop interrupts monitoring and alarm detection¿. This explains, why from 15:00 on, there were no physiological/patient alarms (e.g., desat) alarms announced, while the inop conditions were present. The following inops were announced after 15:00: spo2 sensor off generated at 15:02:07. Spo2 no pulse generated at 15:02:16 spo2 sensor off generated at 15:04:42. Spo2 no pulse generated at 15:09:46. Spo2 sensor off generated at 15:09:57. This pattern continues with a few exceptions, where an spo2 measurement was possible again. From 15:12 on, the spo2 measurement seems to have been more stable again. However, later that day, there were again many spo2 inops. The likely root causes for the reported inops include bad sensor connection, defective sensor and/or adapter cable, interference, patient movement, etc. Based on the information available, the cause of the reported problem was unknown. The reported problem was not confirmed. Based on the information provided in the case the customer's allegation could not be confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.

Event description:
The customer reported the alarm did not sound when the patient desated. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.